Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Caller reported that there is no alarm but screen shuts off and all the settings disappear from the insulin pump and had to be reprogrammed. Customer states the contact on the battery cap was neither missing nor damage nor corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer was advised to obtain a fresh battery, insert into insulin pump and call back if display did not return. The insulin pump will not be returned for analysis.